Event description:
(B)(4). Event occurred in the united states. The patient reported that while he was sitting at the desk, the infusion set tubing came apart at quick release. The site was the left abdomen. The infusion was used for 4-5 hours. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures or humidity. Also, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.